Event description:
Reportedly, during an implant, with a smarttouch software version 3.18, when interrogating a ulys vr, after opening the session a warning appeared saying "the installed version is not compatible with the induction head used", which was a cpr3h induction head. The implantable device was tried to be interrogated again, but the same warning appeared and it was needed to look for a cpr4 header from another programmer in the center to program the implantable device and perform the electrical tests. After the implantation, with the patient already recovering, it was tried to interrogate again and here it was possible to carry out all the interrogation normally.

Manufacturer narrative:
The review of provided data confirmed the highlighted. A lot of inductive communication errors on 22 november 2024. Seven interrogations were attempted with plug and unplug of the telemetry heads. Interactions with the tablet such as unplug of the telemetry head before the end of interrogation or interrogation at the same time as plugging the inductive head may trigger communication errors. The environment seemed noisy. It is recommended to switch off the 3d mapping systems close to the cpr4 head before using it. It should be noted that the battery was completely empty at the end of the session. At the first interrogation, the battery was at 12%. It would be also recommended to have the programmer fully charged in the operating room: when the battery is low, windows may trigger power saving mode even if the programmer is plugged to ensure its main functionalities, leading to longer time for plugged heads to be recognized by the manager. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.